Event description:
The international customer reported the ventilator shut down and did not alarm while in use on a patient. The customer reported the ventilator would then not power on. The customer reported there was no patient harm. The manufacturers service technician confirmed the reported problem. The service technician replaced the power management board to address the finding. Applicable testing was completed with no further issues reported.